Manufacturer narrative:
Date received by manufacturer: 01aug2019. Date of report: 02aug2019. The customer confirmed the reported water issue. The customer then reported that the ventilator was working properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported fluid ingress. Clinical reported that the unit gushed water when it was powered up. There was no patient involvement.